Event description:
It is reported that the bone screw broke while drilling.

Manufacturer narrative:
Information was received from medwatch (B)(4). This report will be amended when our investigation is complete.